Event description:
The customer reported that a light head detached from its ceiling attachment and fell to the floor during cleaning. The spring arm caused minor damage to ceiling tiles. There was no pt involvement and no injuries were reported to maquet. (B)(4).

Manufacturer narrative:
This light was installed approximately one year before the event. However, the room only went into service two weeks prior to the event. A maquet field service technician (fst) evaluated the device. He determined that the most likely root cause of the event is that the fixing torx screw was not fully tightened, allowing the light head assembly to detach from the spring arm. The fst repaired the device and verified the similar devices in the facility. The blue series installation manual provides instructions to attach the light head to the spring arm and indicates that the torx screw is a safety screw. Maquet service is performing a review of the installation requirements to ensure awareness. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.